Event description:
It was reported that the colonovideoscope tested positive for moderate growth of escherichia coli. All channels were sampled. It was also noted that while awaiting culture results, the scope was used on a patient. There was no patient infection. There is no evidence that a life-threatening event occurred, that the patient developed

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of customer provided third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation and the legal manufacturers investigation results. Based upon review of the customer provided the cds processes, no obvious deviations from instructions for use (IFU) were identified. The device was evaluated and no abnormalities were identified that may have led to the positive culture. Based on the results of the investigation, growth of microorganisms were found through culture testing by the user after reprocessing, however, the reported event could not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.